Manufacturer narrative:
Eval - no conclusion can be drawn at this time. Investigation is in process. When more info is available a supplemental 3500a form will be submitted.

Event description:
During the procedure, the blue sleeve tore near bottom while pulling the sleeve/sling through transobturator membrane. It resulted in the need to use a second sling. Second sleeve was passed uneventfully with the exception of a slightly sticky sheath.